Event description:
Registered nurse contacted dexcom technical support on (B)(6) 2015 on trial patient's behalf to report intermittent out of range on (B)(6) 2015. Dexcom technical support had the registered nurse perform a paperclip reset and it was unsuccessful. At the time of contact the registered nurse did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).